Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple high-pressure alarms. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm during infusion. There was patient involvement, no injury was reported.